Event description:
It was reported to boston scientific corporation that while handling the trocar/obturator, during an obtryx mid uretheral sling placement, the handle separated from the device. This occurred outside of the patient's anatomy. The procedure was completed with a different device and there were no reported complications for the patient. The patient's age and weight are not known.

Manufacturer narrative:
The device was reported as disposed of therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.